Event description:
Caller reported a potential false negative urine hcg result with the mckesson hcg cassette. Distributor called stating that one of their surgery centers ran a pregnancy test on a patient prior to surgery and received a negative result. The woman had her surgery and at her post-op appointment was told she was pregnant. Technical service spoke with a woman from the surgery center recovery room and learned that the patient missed her period; tested herself at home with a home pregnancy test and received a positive result. The patient underwent foot surgery; a general anesthesia was used and the patient was under for about an hour. The customer stated that the patient was going to follow up with her personal ob/gyn doctor instead of the doctor who performed the foot surgery. No further information is available. The patient's last menstrual period was 09/01/2013 and she expected her next period on 09/28/2013. No further information was available.

Manufacturer narrative:
Customer's observation was not replicated in-house with retention devices. Retention devices were tested with cutoff hcg urine control, 3 high levels of hcg urine controls and clinical positive urine from 3 pregnant women. All results were positive at read time. No false negatives were obtained. Manufacturing batch record review did not uncover any abnormalities. Root cause could not be determined. Product deficiency was not established. This issue will be tracked and trended. No corrective action required at this time as no product deficiency was established.